Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fracture occurred. The lesion being treating was located in the leg. The 3.00x32mm liberte stent was prepped without incident. While advancing the device into the guide catheter, the device kinked severely and the catheter fractured into two pieces. The device did not enter the pt. The procedure was completed with a different device. Pt status reported as "fine".